Manufacturer narrative:
Other contact phone number: (B)(6). Due to characterization limit e1: event site name: (B)(6) hospital. A getinge field service engineer (fse) was dispatched to evaluate the unit and was able to reproduce the reported issue. The fse observed distortion on screen on power up. The issue was isolated to the color drive cable. The cable was cleaned and reseated which resolved the issue. The product passed all functional and safety tests per manufacturer specifications and returned to the customer.

Event description:
It was reported by the user that prior to use the cs300 intra-aortic balloon pump (iabp) computer screen malfunctioned. There was no patient involvement reported.